Event description:
The report suggests that when an infusion of paracetamol reached its vtbi (volume to be infused) the pump did not alarm and continued to deliver. The information received suggests that the patient received an additional 5 mls of paracetamol, however, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.